Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with extraneal and physioneal 40 glucose 1.36% therapies for end stage renal disease (esrd). The action taken with extraneal and physioneal was not reported. On (B)(6) 2012, the patient experienced bacterial peritonitis. It was not reported if the patient was hospitalized. Remedial treatment was not reported. It was unknown if the patient had recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, follow-up information was received by gpv from the nurse. On (B)(6) 2012 the patient experienced cloudy effluent. The patient had not been hospitalized for the peritonitis. Remedial therapy consisted of vancomycin from (B)(6) 2012, gentamicin once on (B)(6) 2012, ciproxin from (B)(6) 2012 and flagyl from an unreported date until (B)(6) 2012. On an unreported date, the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. The nurse commented that it was probably due to a wrong manipulation or contamination by intestinal germs. The nurse did not know whether the patient had been retrained. The nurse stated that they usually do not retrain patients for each event of peritonitis and do not retrain when there is contamination by intestinal germs.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.